Manufacturer narrative:
UDI: (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x20mm promus premier¿ stent was selected for use. However, the stent was deformed. No patient complications were reported.